Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they could not read the display. The customer's blood glucose value was unknown. Customer was reporting a static screen which caused difficulty in reading what was shown on the screen because of the static lcd screen. Customer stated the scratch was on the lcd screen. The device will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No missing segments, partial display, or display anomaly noted. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device was monitored for several days and no display anomaly noted. Device was received with minor scratched lcd window.